Event description:
It was reported that about six days after implant, this right atrial (ra) lead appeared to have dislodged. The physician successfully explanted this ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that about six days after implant, this right atrial (ra) lead appeared to have dislodged. An x- ray was performed and the lead was confirmed to have dislodged. The physician successfully explanted this ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to fields b5:describe event or problem and h6: impact codes.